Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, this right ventricular (rv) lead exhibited noise and oversensing during a ventricular fibrillation (vf) episode. The patient experienced asystole for greater than two seconds. Attempts to recreate the noise with isometrics and pocket manipulation found noise present on the rv lead however there was no noise or oversensing found in a review of past episodes in the device logbook. Boston scientific technical services (ts) recommended considering an x-ray to evaluate potential lead-on-lead or conductor/connection issue. The patient will be monitored and the field representative will notify ts if additional information becomes available. There were no additional adverse patient effects reported.